Manufacturer narrative:
Device evaluation: the force bipolar forceps instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) where the customer reported complaint was replicated/confirmed. The instrument was found to have bent grip base, causing misalignment of the grips. The grips do not show cracking damage. Components adjacent to this bent grip do no show damage.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event. The provided image was reviewed and appeared to show the force bipolar instrument with a dislodged grip tang.

Event description:
It was reported that during a da vinci assisted myomectomy, the force bipolar forceps instrument's jaws were damaged and injured the patient's tissue. After about an hour of using the instrument, the jaws were in a stuck closed position and as the surgeon was moving the instrument, a piece of the misaligned jaw hooked onto the peritoneum and tore it. The torn peritoneum resulted in minimal bleeding and suture was used to repair the tissue and achieve hemostasis. The procedure was completed robotically.